Event description:
Customer reported a physicists discrepancy, normal and high level dose were out of specification. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and adjusted the dose output. System operates as intended.